Event description:
During a remote follow up, an increase in defibrillation and pacing impedance was observed on the right ventricular (rv) lead. Lead damage was suspected. The rv lead was capped and replaced to resolved the event. The patient was stable.